Event description:
It was reported that: while ventilating a pt, the ventilator rebooted and stopped ventilating the pt. The ventilator then restarted, but would reboot again continuously. The pt was manually ventilated with an alternate device until being placed on another ventilator.